Event description:
Reporter stated that customer received the following results on the aviva expert system within 1 minute: 1. 28 mg/dl and 66 mg/dl 2. 28 mg/dl and 130 mg/dl result of 28 mg/dl was duplicated. Comparison results were obtained on different days. No actions taken based on device results. No adverse event reported. The manufacturer requested return of suspect product for evaluation.

Manufacturer narrative:
The event occurred in (B)(6).